Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor of the heart lung console would constantly reboot itself. If the tech was able to enter the service menu, the 5v would constantly fluctuate. Since the event occurred after the cardiopulmonary bypass procedure concluded, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress but not concluded.